Manufacturer narrative:
The device was successfully exchanged with another lvad and the patient remains ongoing without any further issues. The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). The study coordinator reported that the patient's pump was failing due to suspected outflow valve incompetence. During follow-up clinic visits, after a hernia repair operation a few months prior, the patient had reported experiencing alarms and that the pump sounded different. The patient was admitted to the hospital for a left ventricular angiogram (lv gram) which revealed an incompetent outflow valve and as a result, the hospital made a decision to exchange the lvad with another lvad.